Manufacturer narrative:
A correction was made to the failure analysis by the failure analysis engineer. Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found thermal damage on the monopolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the permanent cautery spatula (pcs) instrument had dirt at the distal clevis. The dirt could not be removed during cleaning. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument operated as expected during the last procedure usage and did not exhibit any unintended energy discharge. The instrument was not involved in any inadvertent contact with another hard object or instrument. After the completion of this procedure, the instrument was inspected for damages, and none were found. The issue was found in central processing.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The pcs instrument was analyzed, and contamination was found inside the distal clevis. Further investigation found thermal damage on the monopolar yaw pulley. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, the damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.